Event description:
Reportedly, the radiopaque markers were barely visible. Fast tract release did not deploy. Dr ended up pulling/stretching the stent out to get it to deploy.

Manufacturer narrative:
Device remains implanted. Evaluation summary: device received with the stent still inside the delivery system. No visible body damge. An x-ray was taken and it was found that the distal marker is difficult to see. This condition is due to the position of the stent in the flexstar xl (no gap), also the flexstar xl does not have radiopaque markers on the distal end of the stent. The device has been built correctly per the current print, and the complaint information has been passed on to the flexstar engineers. Method: device returned.